Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg wire was confirmed. The product returned for evaluation was a 3cg stylet. The stylet contained four kink sites within the magnetic tip: 0.5cm, 0.7cm, 1.1cm, and 3.6cm (all measured from the distal tip). Further gross visual evaluation showed that the stylet was visually free of usage residue. Microscopic examination of the kink sites found no evidence of tearing, delamination, wrinkling, or other damage to the polyimide tubing. The inner core wire was found to be kinked at each site and the kinks were found to have occurred at the interface of magnets. Small gaps between the magnets were seen at these sites. No evidence of breakage in the stylet was observed. The permanent kinking observed on the core wire is indicative of severe kinking at the stylet tip. The complainant event was ultimately confirmed but insufficient evidence was observed to determine the exact root cause of the event. A lot history review (lhr) of redt1819 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet bent during insertion and was removed. It was stated that upon inspection the stylet was hanging on by a thread.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1819 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet bent during insertion and was removed. It was stated that upon inspection the stylet was hanging on by a thread.